Event description:
Forty seven minutes in to dialysis treatment, rn noted sad (air in blood) alarm on dialysis machine; rn checked lines and observed no air in blood lines; pt noted to be unresponsive with arterial lines of blood line tubing disconnected from venous intrajugular catheter; saline infusion given and acls initiated; ems contacted and continued pt care. Blood tubing integrity and/or connectivity to intrajugular catheter being questioned.